Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the driveline covering has deteriorated down to the wires. It was stated that there were no alarms. It was also stated that the driveline has been repaired with rescue tape previously and engineering was asked if there was anything else to offer other than rescue tape and response were that, not at this time. The ventricular assist device (vad) coordinator was informed and was told to be on alert for electrical fault alarm from device and wire damage. Logfiles were stated to have been sent to the manufacturer and the patient sent home from clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files analysis revealed no alarms logged for the past 14 days leading up to (B)(6) 2018. Visual evidence provided revealed damage to the previous repair, confirming the reported event. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. If information is provided in the future, a supplemental report will be issued.